Event description:
The customer reported higher than expected vitros phyt quality control results were obtained from a biorad qc level 3 fluid when using vitros chemistry products phyt slides on a vitros 250 chemistry system. Vitros biorad results: 114.74 and 115.12 umol/l vs expected 95.3 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer stated that patient results were not affected or reported from the laboratory; however, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros phyt quality control results were obtained from a biorad qc level 3 fluid when using vitros chemistry products phyt slides on a vitros 250 chemistry system. The investigation was unable to determine a definitive assignable cause; however a transient reagent issue or unexpected vitros 250 system performance cannot be ruled out as contributing factors.